Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was questioned whether the implantable cardioverter defibrillator (ICD) was on alert for quick battery depletion. Follow-up did not yield any additional information. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The device was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.